Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One used product sample was received for evaluation without its original package. Visual inspection and functional testing found the returned sample to meet and operate within specification. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.